Manufacturer narrative:
.

Event description:
The hcp reported that the patient had developed a granuloma 5-10 years ago. No patient symptoms were reported. The hcp revised the catheter by pulling the catheter tip back out of the granuloma. The patient was followed via magnetic resonance imaging every 6 months, but after 1 year the granuloma was no longer detectable. The type of medication, concentration, and daily dose being administered via the pump were not reported. The hcp did not have any additional info regarding the patient.